Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges back of chair gave way, fell back, and off, and she could not get herself up and out of chair.

Manufacturer narrative:
The device was returned and evaluated. The evaluator concluded that the alleged incident was due to user error.

Event description:
Alleges back of chair gave way, fell back, and off, and she could not get herself up and out of chair.